Event description:
It was reported high pacing thresholds and steadily decreasing pacing impedances were noted on this right ventricular (rv) lead. No noise was noted on this lead, and the impedances remain within normal range. Provocation maneuvers, reprogramming, and a chest xray was performed. The chest xray showed possible insulation damage, however it was not able to be confirmed. This rv lead remains in-service, and will undergo frequent monitoring. No adverse patient effects were reported.